Manufacturer narrative:
The customer reported after a system message (sm) displayed, the reflux would not work. The company representative confirmed that a system message (sm) appeared which disables the reflux by design. The system was manufactured on may 16, 2013. Based on qa assessment, the product met specifications at the time of release. The system was functioning as intended. The root cause of the reported event can be attributed to the system not meeting the surgeon¿s expectations. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a system advisory displayed during a vitrectomy procedure. The system was in vitrectomy mode with the cutter off, using vacuum to remove sub retinal fluid. The surgeon was able to complete the case using proportional reflux mode and turning on the cutter to release the retina. There was no patient harm. Following the completion of the case, during troubleshooting, the same system advisory displayed and the reflux would not work. Additional information has been requested.